Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer jam was caused by bracket. A field service engineer successfully realigned and reduced tension on bracket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the half-height drawer jammed. The customer reported a malfunction occurred while the user was attempting to dispense medication to a patient. There were no adverse events or injuries reported based on this event.